Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that there was about a 3mm "gap" between the patient connector of a minicap transfer set and the titanium adapter. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.